Manufacturer narrative:
Please disregard the information in the previously submitted medwatch related to this complaint. Further information was received from the perfusionist that roller pump serial number 6109, related to this complaint, was not used, and the issue occurred on a different pump. The perfusionist only wanted this roller pump checked as a precaution. Please reference (B)(4) / MFR#1828100-2023-00253 for the medwatch containing the information pertaining to the pump the actual issue occurred on. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The cpg pump was inspected, and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) pump jammed and the operation was not smooth. The tubing was checked and found to be crossed. The perfusionist untangled it and the issue resolved. The surgical procedure was competed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.